Event description:
It was reported that the patient presented for in-clinic follow-up. Upon interrogation of the implantable cardioverter defibrillator atrial under-sensing and ventricular over-sensing were observed, which resulted in inappropriate pacing. It was noted that the patient also has a left ventricular assist device (lvad) that was the suspected cause of the issue. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information - b5.

Event description:
New information received notes that over-sensing was present on both the atrial and ventricular channels.